Event description:
It was reported that the power module (pm) was displaying a yellow wrench for 30 seconds when connected to the wall. This occurred following disconnect in storage room and transfer to patient room. Other units did not have the same issue. The power module was planned to be returned for evaluation. It was communicated on 26 feb 2026 that this event initially occurred on 17 feb 2026 and was plugged in the ceiling-mounted equipment arm in the third floor intensive care unit (ICU). There was no adverse event to the patient and the pm self-cleared after displaying a yellow wrench with an alarm. The pm was taken out of service until it was cleared by biomed. Then on 22 feb 2026 the pm was plugged into a wall outlet and was being used with the heartmate 3 (hm3) training equipment on a different room/different unit. The yellow wrench again went on spontaneously and cleared on its own within 30 seconds. This could not be reproduced with pm self-test. Pm was taken out of service and reported to biomed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module displaying a yellow wrench alarm was not confirmed via analysis of the returned power module. The power module, serial number: (B)(6), was returned and evaluated at pleasanton service center. The returned power module was connected to a test system controller, test system monitor and a test circulatory mock loop. The system initiated operation without any issues. The power module was functionally tested and passed all test steps. The power module was sent to the customer, ready for use. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use section 3 ¿ "powering the system" explains how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.